Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 310 mg/dl. Customer received an occlusion alarm, and reportedly the customer cleared the alarm and resumed insulin therapy without changing any pump supplies. Customer delivered a bolus to address bg levels. Reportedly, the customer changed the pump supplies following the report with tandem technical support.